Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, the computer of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i71000850, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the system was stuck on initialization. The site stated that when attempting to use the system in replacement of the sites other system, the unit got stuck on initializing and had an error message disconnected. The site rebooted the system. The system would not undock, it would only drive. The mechanical initialization would not complete. Troubleshooting was performed and after rebooting the system unit with the umbilical disconnected and then plugging the umbilical back in completed the boot. However, the issue was not resolved. Both navigation and imaging were aborted. There was no impact on patient outcome.

Manufacturer narrative:
H3) the computer was returned to the manufacturer for evaluation. Analysis found that the operating system and application software failed to load. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.